Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem, cracked lens base and misalignment between the scope socket and the lens base, was user handling. As stated in the instructions for use, as a preventive measure: -"do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." - "never apply excessive force to connectors. This could damage the connectors."

Event description:
The reported problem occurred on preparation for use. The procedure was completed with no delay using another olympus, clv-190. No patient injury, associated with the event, occurred.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. Although the reported problem could not be duplicated, it was determined the lens base was cracked and the lens base and scope socket were misaligned, causing the light intensity to fluctuate. In addition, a non-olympus bulb was found installed; the light intensity was found to be below specification.

Event description:
A user facility reported to olympus that the light was too bright. There was no patient injury or harm, associated with the problem, reported to olympus.